Event description:
It was reported that the catheter was cracked. This 2.1mm jetstream xc catheter was selected for use for this angiogram and atherectomy procedure. During the procedure the device did not seem to be working correctly, and upon removal they found a crack under the blades causing air/saline to leak. The procedure was completed successfully without sequelae.

Event description:
It was reported that the catheter was cracked. This 2.1mm jetstream xc catheter was selected for use for this angiogram and atherectomy procedure. During the procedure the device did not seem to be working correctly, and upon removal they found a crack under the blades causing air/saline to leak. The procedure was completed successfully without sequalae.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed and found no damages. The device was functionally tested by connecting it to a jetstream console, where the device was able to prime and run with no issues. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported crack/leak.